Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6 fr device. When deploying the device, no needles presented at the hub. The pull rod was reinserted in an attempt to back down the needles but the needles remained deployed in the subcutaneous tissue as revealed by fluoroscopy. A small incision in the dermatotomy was made and the needles were extracted. The sutures were well positioned and closure was achieved with the initial device. The pt recovered without incident.